Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the data from the device trends is not present and there was no specific power on reset listed.

Event description:
It was reported that the device had invalid data for some diagnostics. The device is still in use. No patient complications have been reported as a result of this event.